Event description:
It was reported that during a procedure, the device was closed on tissue, fired, and then the device had to be forced opened as it became locked on tissue. The device was removed without any tissue damage. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Information anticipated, but unavailable at this time.